Event description:
A report was received that the patient had difficulty charging the ipg due to the battery position. The physician believed that the ipg might be implanted too deep. The patient underwent a battery revision and was doing well postoperatively.